Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. The patient will be present at the clinic to reprogrammed the device. This rv lead remains in service. No adverse patient effects were reported.